Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the common femoral artery was attempted with a proglide device using the pre-close technique via a less than 5f sheath hole prior to a mitraclip interventional procedure. Reportedly, there was no backflow from the marker lumen. The device was removed and flushed again but fluid did not exit the marker port. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a sheath greater than 10f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction of flow could not be confirmed as the returned device was successfully flushed. The reported foot partially closed was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the procedure sheath size was smaller than a 5f. It should be noted that the proglide instructions for use (IFU), states: for access sites in the common femoral artery using 5f to 21f sheaths. In this case, it is unknown if the IFU violations contributed to the reported difficulties. The reported marker lumen obstruction appears to be related to the under insertion of the device. The foot partially closed appears to be related to interaction with the patient tissue. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.d4: lot no, expiration date. H4: device mfg date.

Event description:
Subsequent to the initially filed report, the following information was received: during the evaluation of the returned device, it was noted the lever was in a closed position and the foot was partially retracted. Follow-up with the account confirmed that the partially retracted foot was observed upon removal of the device. No additional information was provided.